Manufacturer narrative:
The eight devices were not returned to bd for evaluation. Medical records were returned and reviewed for two of the malfunctions. Of the eight malfunctions, one investigation is confirmed for filter tilt based on medical record review. Seven investigations are inconclusive for filter tilt. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. (Gfsd2364, gfqj4840).

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced a filter tilt. This information was received from various sources. All eight malfunctions involved a patient with no patient injury. One patient was (B)(6) years old that weighed (B)(6) lbs and one patient was male. Other patient age, gender, and weight was not provided.

Manufacturer narrative:
H10: of the eight reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 2020394-2022-90034. H10: the lot number for five malfunctions were provided and lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation; however, medical records were provided and reviewed for four malfunctions and images were provided and reviewed for two malfunctions. Therefore, for two malfunctions, the investigation is confirmed for filter tilt, for four malfunctions, the investigation is inconclusive for filter tilt and for the remaining one malfunction, perforation (a0101) code was added, and investigation is confirmed for perforation and inconclusive for filter tilt. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfsd2364, gfqj4840, unknown) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced a filter tilt. This information was received from various sources. All seven malfunctions involved a patient with no patient injury. Of the seven patients, one was male and three were female, two patients aged 36 and 60 years, one patient weighs 67 kgs and another one patient weighs 324 pounds. All other patient details were not provided.

Manufacturer narrative:
H10: the lot number for five malfunctions were provided and lot history reviews were performed. The eight devices were not returned to bd for evaluation. Medical records were returned and reviewed for three of the malfunctions. Of these three malfunctions, two investigations are confirmed for filter tilt and one is inconclusive for tilt. Remaining five investigations are inconclusive for filter tilt. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H10: g4, d4 (corporate lot number: gfsd2364, gfqj4840, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced a filter tilt. This information was received from various sources. All eight malfunctions involved a patient with no patient injury. Two patients were reported as male, one was 36 years old that weighed 324 lbs. One patient was 60 year old female and her weight was not provided. All other remaining patient age, gender, and weight was not provided.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced a filter tilt. This information was received from various sources. All eight malfunctions involved a patient with no patient injury. Three patients were reported as female, one was male, two patients age ranging from 36 to 60 years, one patient was 67 kgs, and another patient was 324 pounds. There was no other information provided for all the patients.

Manufacturer narrative:
H10: the lot number for five malfunctions were provided and lot history reviews were performed. The eight devices were not returned to bd for evaluation. Medical records were provided and reviewed for four of the malfunctions and images were provided for one malfunction. Of these eight malfunctions, two investigations are confirmed for filter tilt. Six investigations are inconclusive for filter tilt. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H10: (corporate lot number: gfsd2364, gfqj4840, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.